Event description:
It was reported that the lead exhibited loss of capture and loss of sensing. The pocket was reopened and the physician noted fluids inside the lead. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).